Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during normal device replacement the atrial lead was attempted to be repositioned. The lead was unable to be repositioned due to no slack. The atrial lead was capped and replaced. No patient complications have been reported as a result of this event.